Event description:
It was reported that the transesophageal x8-2t transducer¿s sealant around the lens was coming off. The transducer was associated with the epiq 7c ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. The philips service engineer has initiated the transducer replacement process to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.